Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During the case a humeral head trial 52x17mm was either missing a peg prior to surgery beginning or broken during explant of trial during surgery. One of 3 pegs was either previously broken or broken during surgery.

Manufacturer narrative:
An event regarding missing/broken peg involving a sr 4mm offset humeral head trial 52x20 was reported. The event was confirmed. Method & results: device evaluation and results: the returned device was visually inspected and the reported broken peg was confirmed. One of three pegs was broken. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: review indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: one of the three pegs of the returned sr humeral head trial fractured in overload. This fracture was consistent with the application of off-axis overload stresses. No material or manufacturing defects were observed on the device features examined. This event has been previously investigated.

Event description:
During the case a humeral head trial 52x17mm was either missing a peg prior to surgery beginning or broken during explant of trial during surgery. 1 of 3 pegs was either previously broken or broken during surgery.